Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and moisture damage to the electronics.

Event description:
The customer's mother reported via telephone call that customer jumped into a pool while wearing the insulin pump. The blood glucose reading was 220 mg/dl. The caller noted fluid visible under the display. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.